Event description:
It was reported that the following day post-implant procedure that the patient's implantable cardioverter defibrillator (ICD). The physician suspected it was due to a loose set screw of the ICD. On (B)(6) 2024, the physician elected to reposition the set screw. The patient condition was stable following the procedure.